Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) visual when received revealed no abnormal conditions. Preliminary analysis report showed no events were stored. Bench testing was performed using an ECG simulator and a medtronic 2090 programmer. Stimulus pulses were sent to the device but were not stored in the device or visible on the 2090 programmer. Further analysis determined that the no sense failure was caused by an anomalous reference bias current that was found to be lower than nominal levels (<1 na). The low reference current also resulted in an inaccurate battery voltage measurement. A low resistive leakage path was documented between two pads on an integrated circuit and observed by x-ray imaging. The findings are consistent with a solder bridge through a void in the under fill epoxy between the two integrated circuit pads.

Event description:
It was reported that during the implant procedure that the loop recorder was "turned on and implanted" and after implant the device was unable to sense. The representative "tried several times over an hour but no sense markers appear and the electrogram was flat." The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure that the loop recorder was "turned on and implanted" and after implant, the device was unable to sense. The representative "tried several times over an hour, but no sense markers appear and the electrogram was flat." The device was not implanted. No patient complications have been reported as a result of this event.